Event description:
On (B)(6) 2011, the following information was provided by the initial reporter: "the forceps do not "bite" accurately. It grasps and 'rips" basically and is obvious from the techs' feel." Post polypectomy ulceration that has led to more immediate prolonged hemorrhage occurred. Injection of epinephrine was required. The physician alleged the forceps is the cause for the required epinephrine injection. On (B)(6) 2011, the cook area representative met with the gi manager and the physician in an attempt to obtain additional details. The physician made it clear that his biggest problem with the forceps was that they were causing significant "tenting" and from that he ran into large tears, more bleeds, and therefore more use of hemostatic assistants. The physician indicated this occurs "all the time" and could not specify a quantity or provide any further details. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura serrated large forceps - spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: for other reports provided by this medical facility, please see the following medwatch reports: 1037905-2011-00679, 1037905-2011-00680, 1037905-2011-00678.